Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient's device was not working. Patient stated they had diarrhea and had to wear pads and it was like they never had the implant in the first place beginning a week and a half ago. Patient was currently on program 2 at 1.8v. Patient stated they could not adjust stimulation because the programmer was not working, but at the time of the call patient was able to increase stimulation. Patient mentioned they were on 2.0v and did not know how it got there. Patient increased stimulation to 2.9v and stated they felt stimulation on the lower half left side, on their hip, and not in the vaginal area. Patient also stated that they normally felt the stimulation but then the sensation would go away. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that steps taken to resolved the painful stimulation, diarrhea and accidents was to reduce the number, took" viberzi" and metamucil. The patient indicated that yes to accident been resolved but outcome of other issues has not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was having diarrhea and had irritable bowel syndrome (ibs) and was taking medicine so there was no reason she should have diarrhea. The patient stated that it was uncontrollable and sometimes doesn't even feel it. It was mentioned that the patient adjusted it already and wanted to know if she could change programs again. The patient reported that she had some accidents and would wear a pad because her bowel movements were "real soft" and then got worse to diarrhea, "just water". The patient also reported that the stimulation was painful in between the vagina and rectum on the left side which made it painful to sit. Trouble shooting attempts were made and the patient programmer showed stimulation was on and the patient was hesitant to decrease amplitude because she feared she would lose therapeutic effect. The patient decreased amplitude from 5.9 to 5.5. There were no further symptoms or complications reported or anticipated.